Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms two or three times a day for a week and a half. His blood glucose level was 425 mg/dl. The infusion sets were expired. The customer was hospitalized for high blood glucose levels on (B)(6) 2015. His blood glucose level was in between 400 mg/dl and 500 mg/dl. He was wearing his insulin pump at the time of hospitalization. The customer at the time of the call was not wearing his insulin pump but one he received from his doctor. He continued to receive no delivery alarms during priming. The product was not returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.